Manufacturer narrative:
G4:12jan2021. B4:14jan2021. A similar evaluation was performed it was determined that liquid ingress due to the variability of the assembly process causes navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported bad navigation (nav) ring. The customer confirmed unable to make setting changes via the nav ring. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The field service engineer (fse) replaced the front bezel to resolve the reported issue. The unit passed the required test of the performance verification successfully.